Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from chile that this inspiris resilia valve model 11500a23 implanted in the aortic position was explanted from this 39-y-o patient after an implant duration of 3 years and 7 months due to calcification leading to leaflet thickening and severe increased gradients, evidenced by echocardiography (vmax of 5m/s and mean pressure gradient of 83mmhg). As reported, endocarditis was ruled out according to clinical evaluation. The patient presented with dyspnea prior to the intervention. Another 25mm bioprosthetic valve was successfully implanted in replacement. The patient was noted to be in good condition at discharge and under follow-up.